Manufacturer narrative:
The 30 degree endoscope instrument has been returned and evaluated by the failure analysis (fa) team. The endoscope was found that the attached endoscope adapter (aea) of the endoscope was observed to have a binding issue. Additionally, the camera button was found cracked and the housing was discolored. The complaint regarding image orientation issue was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. A review of the site¿s system logs showed the endoscope was last used on (B)(6) 2022 in a hemicolectomy procedure performed on system (B)(4). Another endoscope was used in the same procedure. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. This complaint is being reported based on the following conclusion: the xi endoscope was found with a damaged camera instrument adapter (aea) component. A dislodged camera adapter and/or missing retaining ring results in poor camera control, which could result in unintuitive motion and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the 30° endoscope plus operated in mirror image: the left arm controlled the right endoscope and vice versa when the surgeon turned the endoscope from 30 degrees up to 30 degrees down. When they turned back, the orientation of the part was reversed, and the instrumentation was still mirrored. They restarted the system 3 times. It started well, until the surgeon wanted to turn the camera. They switched to a new 30 ° endoscope and it worked normally. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no patient harm or injury. The issue caused a delay of less than 15 minutes. No video recording of the procedure available. Patient information not available due to restrictions.